Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance after fixation. While trying to reposition, the lp was difficult to unfixate. The lp was removed and the helix was observed to be elongated. A different lp was used to complete the procedure. There were no patient consequences.